Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of acetabular components of a hip-tep. Doi: unknown. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: based on the visual analysis of the provided photographic evidence along with observations on the physical examination of involved devices, a disassociation event could be confirmed. There can be observed a deformation on the device's rim, most likely caused by the femoral head edge loading. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: bfarm DHR review request: product description: pinn mar +4 neut 32idx50od, product code: 121932450, lot number: 179238. Please provide: 1) quantity manufactured: (B)(4), 2) date of manufacture: 12/2011, 3) any anomalies or deviations identified in DHR: none. No non conformances were identified, 4) expiry date: 12/2016, 5) IFU reference: 090200701 - IFU tot hip pros rev. L. Device history review: a manufacturing record evaluation was performed for the finished device (121932450/179238) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : based on the visual analysis of the provided photographic evidence along with observations on the physical examination of involved devices, a disassociation event could be confirmed. There can be observed deformation on the device's rim, most likely caused by the femoral head edge loading. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : bfarm DHR review request: product description: pinn mar +4 neut 32idx50od product code: 121932450 lot number: 179238. Please provide: 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/2011 3) any anomalies or deviations identified in DHR: none. No non conformances were identified 4) expiry date: 12/2016 5) IFU reference: 090200701 - IFU tot hip pros rev. L. Device history review : a manufacturing record evaluation was performed for the finished device (121932450/179238) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for analysis. Based in the visual analysis of the provided photographic evidence along with examination of the part, it was observed that a portion of the liner's rim was fractured. Location of the fracture is consistent with excessive edge loading of the femoral head and patient's body weight since machining lines are yet visible opposite to the fracture zone. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4) parts 2) date of manufacture: 12/15/2011 3) any anomalies or deviations identified: in DHR: none 4) expiry date: 12/2016 5) IFU reference: 090200701. Device history review : a manufacturing record evaluation was performed for the finished device (121932450/179238) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 (the concomitant products were updated form unknown to known products).

Event description:
Additional information received: a. Was there any adverse consequence/s to the patient that led to the revision surgery? Yes, pain when bending. B. Was there a surgical delay? If yes, what is the duration of the delay? No. C. What is the affected side? Right side.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.